Event description:
It was reported, that this right atrial (ra) lead exhibited noise and oversensing. The patient complained of shortness of breath (sob) on exertion. Technical services (ts) discussed, that the noise appeared to be consistent with oversensing related to the minute ventilation (mv) feature. Ts discussed programming options. The field representative reported,, that the mv feature was turned off and the accelerometer was turned on. No adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).